Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. The device logs were reviewed for the date of event. There was no evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. At the time of this report the ilet evaluation is still in progress and pending product receipt. A follow-up report will be submitted when investigation is completed.

Event description:
On july 21, 2025, the user reported difficulty waking up the ilet device using the sleep/wake button. The issue reportedly occurred intermittently and required the user to place the ilet on the charger to regain functionality. The user expressed concern about potential inability to access the device in critical situations such as meal announcements or alerts. The user confirmed that their hands were dry and not cold and that multiple fingers had been used without success. A replacement ilet was issued.